Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic during a follow-up. Post -paced t-wave oversensing was noted on the ventricular lead. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Programming changes and dft were recommended. No further information is available.

Event description:
New information received indicates that the patient was asymptomatic. Programming changes were made. The patient will continue to be monitored. Dft will be discussed with the physician.